Event description:
It was reported that during preparation for a percutaneous coronary stenting treatment procedure, stent damage occurred. The 3.5 x 32mm liberte bare mr stent delivery system was being prepared and the tray got bumped, and it was noted that the stent was "broken." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the stent was received detached from the delivery device and stored in a plastic container. An examination of the stent found that the stent was stretched and damaged. An examination of the delivery balloon found a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).